Event description:
A caller reported that the indicated battery charge dropped significantly in a short period of time. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The issue occurred earlier in the day; no unexpected shutdown occurred, and no further assistance was needed.